Manufacturer narrative:
The device was returned for analysis. Lead impedance testing was performed and shorted lead impedance measurements were confirmed. Analysis found the device was damaged due to attempting to deliver tachy therapy through a shorted lead.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d), with another manufacturer's chronic defibrillation lead, defibrillation threshold (dft) testing was unsuccessful at 14 joules (j), 21j and 41j. The patient was externally converted. Shock impedance measurements with the 21j and 41j shock were less than 20 ohms. Prior to dft testing shock impedance measurements were 44 ohms and it was believed the defibrillation lead may have been damaged during the replacement procedure. The implant procedure was completed with this crt-d and the defibrillation lead. The device was checked one day post the procedure and right ventricular loss of capture was observed at maximum output. Shock impedance measurements were again less than 20 ohms, pacing impedance measurements were less than 200 ohms, and amplitude measurements were 25mv. The device was explanted a few days after the initial implant. The chronic defibrillation lead was also capped and replaced.